Event description:
It was reported the customer was doing frequent battery changes at least twice a week. Condensation inside the screen was noted. The act button sticks on the device. Device also alarms unexplained no delivery. The device stops and resumes unexplainably.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.